Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-ray scanner at the airport prior to the malfunction alarm occurring. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 290 mg/dl.